Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen, guidewire lumen and the balloon. There were numerous kinks throughout the hypotube of the device. The tip was damaged. Microscopic examination revealed the balloon was loosely folded with a 13mm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. An endovascular treatment was performed. Vascular access was obtained utilizing ipsilateral antegrade approach via the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. After a non-bsc guidewire crossed the lesion, a 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. A coyote balloon catheter of different size and a non-bsc balloon catheter were used to perform dilation. A stent was then placed and the procedure was completed. No patient complications were reported.